Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 3.0 x 12 nc traveler balloon catheter ruptured during the second inflation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified mid left anterior descending artery. A 3.0 x 12 nc traveler balloon catheter was inflated to 18 atmospheres at the first inflation, and then during the 2nd inflation the balloon ruptured at 18 atmospheres. An unspecified stent was deployed and the procedure was successfully completed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.